Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info becomes available and / or the device(s) be returned for eval, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the pt received a hip implant on (B)(6) 2010 and was revised on (B)(6) 2012 due to an unexplained reason. Symptoms are reported to be significant pain, function impaired and restricted range of motion.